Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 450 units. There was no reported impact to blood glucose. A new cartridge and infusion set was successfully loaded to address the event.